Manufacturer narrative:
H6: investigation summary bd received 100 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for incorrect additive quantity with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to incorrect additive quantity as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive. The following information was provided by the initial reporter. It was reported "the citrate tubes do not have any additive in them. Customer states they cannot use the citrate tubes because they do not have any additive. Multiple tubes were missing additives and others did not have the same amount."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive. The following information was provided by the initial reporter. It was reported "the citrate tubes do not have any additive in them. Customer states they cannot use the citrate tubes because they do not have any additive. Multiple tubes were missing additives and others did not have the same amount."